Event description:
It was reported to boston scientific corp that a prolieve thermodilatation sys was used during a benign prostatic hyperplasia (bph) procedure. It was reported during a procedure, the console was having issues reading the temperature of sensor #3 on the rectal temperature monitor (rtm). During the case, it then stopped reading that temperature entirely. The technician tried a second rtm and the same issue occurred. The technician tried the rtms on another unit and they worked fine. This did not prevent the completion of the case. There were no pt complications.

Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. (B)(4).